Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting with cardiomyopathy for impella support. After the device was removed for escalation of care, a clot was found on the device. Intervention to remove residual clotting within the access site was completed via a fogarty catheter.